Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The certified diabetes educator at the clinic reported that there was an unknown personal diabetes manager (pdm) error in the history but they couldn't find the code. This was all the information that was able to be obtained.